Manufacturer narrative:
1. DHR/bhr review(lot#1076969): 1)this batch of products were assembled at intima ii auto line 3 in april 2021, and packaged at r240 package line in april 2021. Work order quantity was 186,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batch used in this batch of products is 1078623, review the raw material inspection records, no abnormalities. 2. No actual sample and picture have been received, and the broken state of the prn cannot be confirmed. 3. Check the prn of the retained samples of this batch, and no abnormality is found. Please see attachment for the check report. Conclusion(s): no abnormality is found on process and retained samples. As no defective sample returned, the root cause of the broken prn cannot be confirmed. H3 other text : see h.10.

Event description:
On 2023.6.11, 14:30 infusion, when using a closed intravenous indwelling needle for puncture, the heparin cap was found to be broken.

Event description:
It was reported that bd intima-ii cap was found to be broken the following information was provided by the initial reporter; on (B)(6) 2023, 14:30 infusion, when using a closed intravenous indwelling needle for puncture, the heparin cap was found to be broken.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.